Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1.5mm coupler slipped out from the jaw assembly while the surgeon was turning the anastomotic instrument to bring the rings together. The surgeon tried to put the coupler ring back into the jaw assembly but was unsuccessful and used another microvascular anastomotic coupler to complete the procedure. This was identified during a surgical procedure on a patient. There was no patient injury or medical intervention associated with this event, the patient was reported to be ¿doing well¿. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The jaw assembly was returned with one ring in the right jaw and one ring free floating in a zipper bag. The dislodged ring and jaw assembly with ring intact were visually inspected. Both rings show signs of use (dried blood). Further inspection was done and revealed the empty left jaw showed no damage which would impact ring retention while bent pins are visible on the dislodged ring, this did not contribute to the reported issue of ring dislodgement. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.